Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported stent movement or unstable stent was not confirmed as the stent implant was stationary on the balloon between the markers. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The stent damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified, narrow, 80% stenosed, proximal common iliac artery, a 6 fr non-abbott sheath was inserted and the omnilink elite stent delivery system (sds) was advanced but met anatomical resistance and could not cross the lesion. During angiography the stent implant shape was noted to be mangled and after removal from the anatomy the stent was noted to be moved distally on the balloon. A different 9.0 x 59 mm omnilink elite stent was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.